Manufacturer narrative:
Additional info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.

Event description:
It was reported that "deformity case t3 - illios. Screw were in a dr (B)(6) began placing a 60 x 600 mm vitallium rod. When final tightener was used on s1 screw, the screwhead splayed cutting the blocker to the cross thread. This happened 3 more times at t6, t5 and t8. Doc decided to "white knuckle" the blocker right up to the point before the head splayed. All screws were left in pt."